Event description:
Same case as #6000089-2006-02368. #mw4004248. The consumer states that he had 3 taxus express2 drug eluting stents placed in 2006 and they were all clogged by the end of two months later. He also reports chest pain, trouble breathing and states he can't walk across the room without taking nitro. He states he and his health care practitioner (hcp) are trying to get him an appointment because "no one around here will touch the stents." He also states that he is in touch with the FDA and is waiting for a call back to discuss the situation. Consumer was advised to continue follow-up with hcp. Unable to obtain add'l info as pt refused to provide contact info.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. The mfg records for top assembly batch 8425882 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.